Event description:
The surgeon put the clamp on the pt's head and went to lock knob but it did not lock. The clamp was removed from the pt and another clamp was retrieved for use. There was no pt injury reported. There was a minute or two minute delay in surgery to get another clamp. The clamp has been pulled from service. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.